Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a broken chiller pump. Per review of wo on 14feb2024, device was used on patient and no patient injury reported.

Event description:
It was reported that the arctic sun device had a broken chiller. Per sample evaluation results on 13may2024, it was reported slow filling observed due to fill tube. Per review of wo on 14feb2024, device was used on patient and no patient injury reported. Per review of wo on 02apr2024, unit was not cooling.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.